Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad races. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with missing end cap sticker. Unit received with scratched lcd window. Unit received with cracked battery tube threads. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) no display ramping on its own anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.